Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5091010) on 03-dec-2019. The most recent information was received on 29-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('I am in pain') in an adult female patient who had essure (batch no. 627728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (2008). Concurrent conditions included leiomyoma of uterus, unspecified, leg pain and back pain. Concomitant products included curcuma longa;piper nigrum (natures way superfoods tumeric), meloxicam (mobic), pregabalin (lyrica), tramadol and vitamin b12 nos (vitamin b12). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuropathy peripheral ("neuropathy"), fibromyalgia ("fibromyalgia"), inflammation ("chronic inflammation"), dermatitis ("dermatitis"), metrorrhagia ("I bleed between periods vaginally") and anal haemorrhage ("bleed between periods anally"). The patient was treated with surgery (abdominal hysterectomy laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, neuropathy peripheral, fibromyalgia, inflammation, dermatitis, metrorrhagia and anal haemorrhage outcome was unknown. The reporter considered anal haemorrhage, dermatitis, fibromyalgia, inflammation, metrorrhagia, neuropathy peripheral and pelvic pain to be related to essure. Lot number: 627728 manufacturing date: (B)(6) 2008 expiration date: (B)(6) 2010 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Case became serious incident as removal was done. Reporters information and medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.